Manufacturer narrative:
Based on the available information, this event is deemed to be serious injury. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. Reporting site: 8021545. Manufacturing site: 8021545.

Event description:
The patient reported infusion set was not working and had high blood glucose levels which was treated with bolus from the pump on (B)(6) 2026.